Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that 5-8 patients who was treated for aortic dissection with a zta and zdes experienced aortic erosion at or near covered and uncovered junction and creation of a sine occurred. The patients were treated with an additional procedure with extension of the covered portion of the graft. It was reported that the zta is always sized at <9 % proximally and typically a tapered graft is used. The zdes is placed with a 2 stent overlap. The overlap did not appear to change in the patients experiencing aortic erosion. The reported erosions will be handled in two complaints, (B)(4) for zdes and (B)(4) for zta. The instructions for use sent with this type of device specifies that it is intended to be used for patients with aneurysms or ulcer of the descending thoracic aorta and the safety and effectiveness of the device has not been tested in patient populations with dissections. Based on the very limited reported information it has not been possible to establish an exact cause for the reported events. Cook will reopen the complaint if more information is provided. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 07may2021: erosion occurred at or near covered and uncovered junction and creation of a sine occurred. Zta is always sized at <9% proximally and typically a tapered graft is used to prevent/attempt avoiding distal apposition which would cause sine.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: (B)(6) 2021 - dr.klass and the team here have seen multiple incidences of aortic erosion at the junction of the zta (B)(4).and zdes stents when treating certain patients and having this junction occur in the mid descending thoracic aorta. The patient did require additional procedures due to this occurrence, extension of covered portion of graft. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.